Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an high out-of-range pace impedance measurement. Boston scientific technical services (ts) was consulted and recommended to obtain impedance measurements while the patient performed isometrics. The rv lead was explanted and this device remains in service. No additional adverse patient effects were reported.